Event description:
Service tech received call from home pt. Hp indicated home choice alarmed. Hp did not get I-drain on in time. Tech explained s/e, helped hpreset alarms and end therapy. Hp will reset up with new cassette/bags to finish therapy. Hp was advised to notify rn for further medical instruction. No pt injury has been reported at this time.